Event description:
It was reported that the customer had a motor error alarm occur with their insulin pump. Customer's blood glucose level was reported at 153 mg/dl. Product is being replaced. No further information was provided.

Manufacturer narrative:
Insulin pump had constant motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test due to motor error alarm. Insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.